Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the sheath assembly was found to have the clear imaging window tubing detached from the blue sheath tubing at the lap joint. This fully exposes the imaging core. The exposed imaging core was kinked at that the lap joint seam. Fluid was leaking from the detached section when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract due to the damaged condition of the device. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. During image characterization testing, no image appeared in the system due to electrical open at proximal. The imaging core was still within the telescope section of the device. Imaging core windup was found within the telescope section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that during a percutaneous coronary intervention (pci), lost image occurred. When the opticross¿ imaging catheter was inserted into an unspecified guide catheter, image lost occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a detachment at the lap joint of the catheter.